Manufacturer narrative:
(B)(4). Tgt3115/06540404 = (B)(4), tgt3420/7750959 = (B)(4), tgt4020/7995346 = (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore tag thoracic endoprostheses. On (B)(6) 2010, the patient was discharged. No issues were reported. On (B)(6) 2010, three month follow-up imaging showed that the diameter of the aneurysm was 55 mm. A type ii endoleak of unknown origin was reported. Subsequent follow-up imagings showed that the endoleak persisted, with shrinkage of the aneurysm was 45 mm. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 54 mm. The type ii endoleak of unknown origin reportedly persisted, and a type iii endoleak was newly confirmed. The cause and origin of the type iii endoleak was reported to be unknown. The physician elected to monitor the patient since the patient refused further treatment. According to the cro in japan, no further information is available.